Manufacturer narrative:
Device history record was reviewed, case data and the physical guide was analyzed for trajectory test. A scan spray test was assembled with the gage properly fitted into implant sites. A spray test trajectory analysis of this case showed that our surgical guide's implant trajectory lines up well with the treatment plan. Review of implant #8 in the treatment plan showed that there appears to be a bone graft on the buccal side of the implant 8. The stress from the drilling could have caused the bone graft to break off.

Event description:
Doctor reported that the trajectory of #8 was off. He drilled through the buccal plate of the maxilla.